Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2316994 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. A photograph was submitted by the user. This photograph showed a picture of the device with the handle slightly open and the safety wire still in place. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to patient anatomy or device handling. According to the initial report, the procedure type was stenosis ercp. Stenosis relates to the narrowing or constriction of the vessel usually due to a build up of plaque. It is possible that during deployment this narrowed or constricted target location may have caused a build-up of pressure which may have led to difficulty removing the safety wire, as a result the stent could not be deployed. It is also possible that the user was unable to remove the safety wire due to a kink in the introducer which may have occurred during device prep or during advancement of the device to the target location. As a result, the safety wire was unable to be removed. Another possible root cause is that the safety wire broke during it's removal and remained attached to the stent, preventing removal. A malfunction within the handle mechanism may have also resulted in the inability to remove the safety however this can be confirmed without the complaint device being evaluated and the handle opened. The slightly opened handle as seen in the picture submitted by the user, may have been caused by a build up of pressure within the handle as the user attempted deployment. However, as the device was not returned for evaluation, these possible root causes cannot be confirmed and the cause of this complaint could not be conclusively determined. Confirmation of complaint: the complaint is confirmed based on visual inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter the nurse was unable to remove the safety wire. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. After several attempts they succeed to unscrew the safety wire. The stent was placed in the biliary duct. A possible root cause could be attributed to patient anatomy or device handling.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-dec-25.

Manufacturer narrative:
F5 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an ercp due to a stenosis the physician decided to implant a fully covered biliary stent. The nurse open the packaging of the evolution, any problem was observed, no kink on the catheter. They introduced the guiding catheter on the wire though the scope. Any resistance was observed in the operating chanel or with the elevator. The nurse started to open the stent. After the point of no return the nurse didn't succeed to remove the safety wire after several attempts they succeed to unscrew the safety wire. The nurse felt like the safety wire was stuck on the handle). Finally, the stent was placed in the biliary duct. Additional information received on 05-nov-2025. Was the product inspected for kinks or damage before use? Yes. Are images of the device or procedure available? Yes, enclosed but already sent. What endoscope type and channel size was used? Olympus duodenoscope (already mentioned in the complaint form). What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? Awg2-35-260 cook. Did the patient exhibit difficult anatomy (n/a, ¿ was the product inspected for kinks or damage before use? Yes, (already mentioned in the complaint form). Was the directional button pressed during use? No. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No (if yes, please specify what was observed and where on the device it was observed.) Please confirm if the device is going to returned? If so, could a tracking number be provided tracking (B)(4)).